Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer had contact with a healthcare professional who provided transcend 15mg (glucose) for customer to self-treat orally as treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on ios/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. B3 - date of event was incorrectly documented in the previous report. The b3 - date of event has been updated.

Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer had contact with a healthcare professional who provided transcend 15mg (glucose) for customer to self-treat orally as treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.